Event description:
A hospital pharmacist reported that an intraocular lens (iol) was explanted two months following implantation due to a visually disturbing crack in the optic of the iol. The original incision was opened again and closed with two nylon sutures. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. No other complaints have been reported for this lot. Additional observations were as follows; lens returned in two (2) pieces in a lens case. Blood and solution were dried on the lens. One haptic was bent at the gusset area due to the condition of the returned sample. The other haptic was broken/torn in two places. The lens had numerous large loose fibers-rejectable. The optic was torn/split-possibly cut. The optic had additional torn/split/cracked areas and scratched/marked-rejectable. While we were unable to determine the origin of the damage, the observations reasonably suggest that it was not mfg related. Due to the condition of the returned lens, the damage was most likely caused by the customer and it was unlikely that the device contributed to the event. Additional info was requested. A completed questionnaire was not returned. (B)(4).